Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The customer reported that they had several plasma leaks from the gas phase of the quadrox d oxygenators during ecls. This was on a patient and the leaking oxygenator after an extended period of support. After changing out the system, the new oxygenator began to leak, slowed through the day and began to leak again in the evening. This circuit was then changed out again-so one patient has had three oxygenators within one day. Prior to the last change out, the perfusionist did pre and post gases and found that the pot po2 was over 500.